Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of ddd l4-5 and l5-1. The patient underwent anterior exposure of the lumbar interbody fusion of l4-5 and l5-1 levels. Per op notes, after the surgeon made incision, the iliac crest and bilat veins were then elevated up above the level of the l4-5 interspace, which was then easily exposed across its entire anterior breadth. The midline was confirmed , then the surgeon proceeded with extensive discectomy at the l4-5 level and l5-1 level with placement of 2 peek interbody dowels with bmp. At l5-1 level after removal of the sponges and retractors , a very small traction injury on the branch of the left iliac vein required suture repair. On (B)(6) 2006, the patient was again admitted with following pre-op diagnosis; l4-5 and l5-1 spondylolisthesis with back pain and leg pain. The patient underwent procedures; alif ,l4-5 and l5-s1 , cage placement at l4-5 and l5-1. Second stage procedure , posterior segmental instrumentation through bilateral wiltse approach l4-s1 with set screws. Per op notes, the incision was made and an expert approach to the accomplished. Cages were placed after complete cleaning of the disk at l4-5 and l5-s1 using lt cage set. These cages had excellent bite. After copious irrigation, the bmp sponge were placed in all 4 cages. Now the pedicle screw entry point and screw were placed in l4, l5, s1 with a good blunt probing of the pedicles, intact pedicle walls. The rods were hooked up and torqued appropriately. On (B)(6) 2006, the patient underwent direct laryngoscopy with vocal cord injection using the microscope. Pre-operative diagnosis for the patient were; right vocal cord paresis, hoarseness , irregularities on imaging of the larynx.